Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of image issues was confirmed. Cable conditions caused by bulging due to the twisted internal wires, and a hole or cut was found on the cable. In addition, water tightness failed due to leaking next to the rear packing. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the 4k autoclavable camera head, had a no image communication issue, and the (216) error code displayed. The issue occurred during preparation for use, and the therapeutic procedure was completed using a similar device. There was no report of patient harm associated with the event.

Manufacturer narrative:
Corrections: g2 to mark healthcare professional. H10 to indicate that error e216 was unable to be confirmed. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image failure was confirmed. However, the occurrence of error e216 was unable to be confirmed. E216 error is an error that occurs when abnormality occurs on the communication between the endoscope and the processor. The definitive root cause of the image issue could not be determined. The instruction manual contains information on how to identify device abnormalities and how to handle them. Olympus will continue to monitor field performance for this device.